Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's system will not turn on. The patient was involved in a car accident in (B)(6). No actions were taken, but the surgeon was sending them in for an MRI. After the MRI the rep will work with the physician on their next steps. The issue is not resolved at this time. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Analysis results not available at the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturing representative (rep) regarding a patient who reported to be having charging issues since their car accident approximately 6 months ago (no specific date was noted). The patient was having surgery today ((B)(6) 2018) to have their battery changed. It was mentioned that they did not have their recharger or programmer with them. It was indicated that the car accident may have led or contributed to the issue. The medical doctor replaced their ins with the newest ins model. The issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that after {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). Continuation of product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type lead product ID 977a260 serial#: (B)(6), implanted: (B)(6) 2016, product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Was previously selected as both product problem and adverse event, when it should have been just product problem. If information is provided in the future, a supplemental report will be issued.